Manufacturer narrative:
The country of origin is (B)(6). The field service engineer indicated that he found a damaged aspiration hose, he changed it and the problem was solved.

Event description:
The initial reporter received questionable sodium results for 3 patients, from the cobas 6000 core unit. Patient 1: the initial result was 151 mmol/l and the rerun result was 140 mmol/l. Patient 2: the initial result was 150 mmol/l and the rerun result was 143 mmol/l. Patient 3: the initial result was 158 mmol/l and the rerun result was 143 mmol/l. The questionable results were not reported outside the laboratory. The electrode lot number and expiration date were asked for but not provided.